Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00940 & 00942).

Event description:
It was reported that the patient underwent a bilateral total knee arthroplasty on (B)(6) 2013. Subsequently, a bilateral revision procedure occurred on (B)(6) 2015 due to unknown reasons. The tibial bearing and locking bar were removed and replaced and the patella was resurfaced in both knees.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a bilateral total knee arthroplasty on (B)(6) 2013. Subsequently, a bilateral revision procedure occurred on (B)(6) 2015 due to pain. The tibial bearing and locking bar were removed and replaced and a patella was implanted in both knees.